Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019 and (B)(6) 2019. If explanted, give date: not applicable, as lens remains implanted. (B)(4). The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zlb00 intraocular lens (iol) was implanted in the patient¿s right eye (od). The patient is unhappy with her vision as it is blurry and unstable. She requested explant of both lenses with replacement with monofocal iol''s. Further follow-up confirmed that both lenses remain implanted and that the patient is dissatisfied. The patient still has blurry vision, described as not seeing clearly. The patient has a model zxr00 in their left eye (os) and a model zlb00 in their right eye (od). No other information was provided. This MDR report pertains to the right eye (od). A separate report will be submitted for the left eye (os).